Event description:
The contact stated, that her father opened a new carton of test strips and found the cap open on the bottle of strips. Some strips were also loose inside the carton. While troubleshooting, the contact performed control tests and received results of 201 and 213 mg/dl. The normal control range was 93-129 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.